Event description:
The following information was provided: it was reported that the patient's left hip was revised due to infection. All implants were removed and a temporary spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: unk_jr;unknown trident ii 52e tritanium cluster shell; unknown. Unk_shc; unknown size 4 insignia standard offset stem;unknown. Unk_shc; unknown 36 +5 biolox head;unknown. Unk_jr;unknown screw;unknown. Unk_jr;unknown screw 2 of 2;unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a unknown implant trident ii 36e 0° liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's left hip was revised due to infection. All implanted components were removed and a temporary spacer was placed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, pathology reports, pre- and post-operative x-rays, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards.